Event description:
In 2003, during surgery for radial head fracture, radial head was replaced with evolve modular radial head component size 22mm in conjunction with evolve modular radial head stem component size standard 8.5mm. Six days later, return to surgery for revision of radial head component for disassociation of radial head from stem. Evolve modular radial head component size 22mm with +2 offset implanted during revision surgery.